Event description:
The patient reportedly experiencing intermittency, headaches, sound quality issues, and overly loud sensations. The patient was treated for pain from the shock. External equipments were exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been performed, and the patient was reimplanted with another advanced bionics cochlear implant.